Event description:
Procedure: wedge resection. According to the reporter: on the second firing during the case the staples did not form properly. The sulu looked bent. Add'l manual suturing was done. Operative time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).